Event description:
Information was received that a smiths medical cadd solis vip pump is over infusing. It was reported there was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have damaged lens and a missing tamper seal. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent three delivery accuracy tests, confirming the reported customer complaint. It was noted that one out of the three tests were above specification. The expulsor was then trimmed to bring device back within specification. The problem source has been determined to be unknown; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.